Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stated the leads were fractured, which was confirmed under fleuro. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Event description:
It was reported that the patient was experiencing ineffective therapy, upon further investigation, system diagnostics recorded high impedances on the leads. Reprogramming attempts were unsuccessful. Surgical intervention may take place at future date to address the issue.

Manufacturer narrative:
Date of event estimated.